Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower's auxiliary unit in drawer 6 pocket b3 was constantly failing to register. The customer noted every time the pocket is open (contains narcs), it fails the pocket then when they do the count it fails the count for the drawer. Then users cannot access any other meds from that drawer while it's failed so when the nurses are attempting to pull, it will fail the drawer and open another drawer which has the same narcotic. However, it's not waiting for the nurse to close the current drawer, allowing to drawers to be open at the same time causing count issues and discrepancies. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer pocket failure. A field service engineer replaced the roll board and keyboard cover, inventoried the medications, and checked all preventive maintenance points and inventory items, the issue got resolved. The system functioned as intended after troubleshot by the field service engineer.